Event description:
It was reported that the right atrial (ra) lead conductor exhibited fractured that had been identified previously via remote monitoring. This lead remains in service. No adverse patient effects were reported.